Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. B5, d9, h6 problem device code 1503 ¿ remove, h6 problem device code 2892- added, h10.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.